Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had an increase in threshold and a decrease in impedance. It was also reported that during the rv lead revision the ra lead was damaged (the lead was on top of the device and it was cut.) The rv and ra leads were both capped and replaced with new leads. It was further reported that during the procedure there was an attempted rv lead was not used due to tight access following the medical stick. No patient complications have been reported as a result of this event.